Event description:
It was reported that the suspect device was applied by the caller's and wouldn't come off. The caller herself also applied this product and it took her skin off. The affected area, below her knee, got red and infected. She applied neosporin which allegedly didn't help and it was getting worse. Had appt with dr. She has already called the MFR and was given the follow up#. The caller stated that this product has been marketed to children and should pulled off of the market.